Manufacturer narrative:
Olympus received additional information that states the device was held 0.5mm to 1mm from the patient¿s ear during activation. There was no bipolar cautery required for this procedure. The doctor reported that the patient has recovered well.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information regarding DHR review performed. Please see the updates in sections: g4, g7, h2, h6 and h10. A DHR for the finished device was reviewed and no abnormalities in documentation or process was found.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event cannot be determined at this time. However, the instruction for use warns users in the "precautions": care should be taken not to damage the bony structures, surrounding mucosa, chorda tympani, facial nerve, or any external tissue when applying heat to the wire loops. Olympus will continue to investigate this complaint to obtain more detailed information regarding the reported complaint. If additional information becomes available, this report will be updated and supplemented accordingly.

Event description:
Olympus was informed that during an ear implant procedure, the piston was heated several times due to not crimping and resulted in the patient¿s chorda tympani being burnt. It is unknown if the patient was treated or if the intended procedure was completed.